Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.

Event description:
A health care professional reported that the "the lumbar drain tubing came disconnected from the insertion site catheter." She also reported that the staff had followed the instructions for use. Further info such as the pts' age, gender and underlying medical condition is unk because the nurse discarded the info after she reported the problem. The pt lost (csf) cerebrospinal fluid, but it is unk how much was lost. The pt did not incur an injury as a result of this incident. The catheter was in place for four hours when the disconnection occurred. The catheter was not replaced.